Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the pt said the "scs has been broken for several years and hcp will not remove it because there is too much scar tissue". Pt did not provide any further detail.